Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 200804. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the reported event. This is an obese patient with a history of multiple abdominal surgeries. The information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. The composix kugel mesh implanted (B)(6) 2005, was reported to the FDA in accordance with rae-2008004.

Event description:
The initial attorney reported alleged recurrent hernia and additional surgical intervention. The following is based on the medical records provided by the patient's attorney: patient underwent a cholecystectomy. It was noted that the patient developed an infection following this procedure. On (B)(6) 2004 - patient underwent repair of ventral incisional hernia with a perfix plug. On (B)(6) 2005 - patient underwent repair of ventral incisional recurrent incarcerated hernia with composix kugel mesh. There was no operative report provided for this procedure, however perioperative dictation indicated the perfix plug was explanted prior to placement of the composix kugel mesh. On (B)(6) 2005 - patient presents to the emergency room with a "stretching and tearing type pain" around the incision site. On (B)(6) 2005 - patient underwent lysis of adhesions, excision of composix kugel mesh and placement of a non-bard mesh. It was noted that "these adhesions are much more extensive in almost the entire abdominal cavity, not consistent with any procedures that she has had recently. The hernia repair was intact with no evidence of re-herniation". On (B)(6) 2005 - patient underwent exploratory laparotomy, adhesiolysis, omentectomy, gastrostomy, and placement of a non-bard adhesion barrier.